Event description:
It was reported that they were going to replace the boston scientific ins with a new lntellis (medtronic ins). Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).